Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed an active exhalation verification test. During a system setup, the unit failed the aev pilot. There was no serious patient harm or injury that occurred or was reported. The trilogy ev300 ventilator was evaluated by a third party remote service engineer, and the failure was confirmed. The service engineer states that the proportional and 3-way solenoid valve require replacement in order to resolve the issue. A repair quote estimate has been accepted by the customer. The scheduled repair date is still being confirmed.